Event description:
It was reported that during a a ventral decompression of the cervical spine with discectomy procedure, the bur broke.the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.